Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged high glucose of 455 mg/dl while using the pump, later determined to involve an infusion set procedure issue in which the user did not fully connect the infusion set components before filling the tubing, affecting insulin delivery through the cannula; the user disconnected from the pump, administered subcutaneous fast-acting insulin via pen, and completed a full supply change. Symptoms included hyperglycemia with associated dizziness, lethargy, and muscle weakness. Outcomes included the need for unexpected medication intervention and a delay to therapy, after which glucose returned to range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue was attributed to improper or incorrect procedure involving the infusion set connector and cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.